Event description:
It was reported that during the implant of this lead it was not possible to get the desired parameters, with the pacing thresholds being high and a drop in impedance measurements. The physician decided to change the position of this lead but during the second attempt the lead got stuck and was not able to get inside the septal wall. As a result, a new lead was used. Should the lead be returned analysis will be conducted and this investigation will be updated. No adverse patient effects were reported.